Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.evaluation summary:analysis of the returned product noted blood visible on the hypotube and contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation, the catheter advanced into the patient anatomy and the balloon inflated. Factors that may contribute to the difficulty to inflate/deflate a balloon catheter include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The total catheter length was measured and this met manufacturing criteria. A new indeflator was filled with contrast medium; diluted 1:1 with water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. While pressurized it was observed that the shaft was stretched (necked) 4 mm proximal to the proximal balloon marker, for a length of 1.5 mm. The new indeflator was also used to measure the inflation times of the balloon and these met manufacturing criteria. An attempt was made to measure the deflation times; however, the first deflation time was slow due to the necked shaft. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore it is possible that the noted stretched shaft occurred during the procedure. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however, a conclusive cause for the difficulty inflating/deflating the balloon could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.a conclusive cause for the reported difficulties could not be determined. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that the procedure was to treat a mid right coronary artery with no calcification. When the trek balloon was inflated to 10 atmospheres for 30 seconds for pre-dilatation, it was difficult to see under fluoro. It could not be determined if the balloon was completely inflated. When negative pressure was applied, there was difficulty deflating the balloon. Double negative was applied two times and then the balloon completely deflated. There was no difficulty removing the balloon. No additional dilatation was needed and a stent was successfully deployed using the same contrast mix. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.